Manufacturer narrative:
Device analysis conclusion: the oad was returned to csi for analysis. Visual examination confirmed the reported driveshaft fracture at the distal edge of the crown. The distal section was not returned for analysis. The fractured section was sent for scanning electron microscopy (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The fractured guidewire was reported in MDR 3004742232-20210-00344. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was advanced to the intended treatment area in the ostial circumflex (cx). Femoral access was used, and the lesion had been primary wired with a workhorse wire prior to exchange to a flex tip viperwire. Glideassist was used to advance the crown proximal to the lesion. The brake was engaged, and glideassist was used again to relieve any accumulated tension prior to treatment. One low speed treatment was performed followed by a rest period. Another treatment was performed proximal to distal in the proximal segment of the vessel followed by a rest period. Then, the device was used for distal to proximal treatment, and the oad met resistance in the ostium. The device was deactivated and pulled back slowly for removal, but the crown had not been locked. The crown lock was engaged, and the physician continued to pull the oad back towards the guide catheter. At that time, angiography showed the nose of the oad, distal end of the viperwire, and the spring tip appeared to be fractured together in the vessel. A non-csi guide wire was inserted into the cx after the intact portions of the oad and wire were removed from the patient. A series of unsuccessful troubleshooting attempts to remove the fragments were performed. These included angioplasty inflations at low pressures to pull the fragment back, multiple snares, and use of an aspiration catheter. A dissection was then noted in the mid cx and was attributed to guideliner recovery efforts. A stent was deployed to resolve the dissection and entrap the fragment, and the procedure concluded.